Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) and a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Pt reported they had an MRI on (B)(6) and when they got back into their truck after the scan and leaned into their seat they felt a little discomfort. Pt reported they used ice and ibuprofen at first and have still been doing that but now it has gotten worse. Pt stated now they feel a stabbing pain at the device site and the area at the bottom left corner of where the device is red and raised. Patient stated it felt like it was trying to tear out of their body and is pretty painful. Patient stated they did activate MRI mode before then scan and also noted the scan was done on a 1.5t ge signa voyager. Pt stated they reached out to their rep and were directed to call patient services. Rep reported that the pt noticed an increase in pain at the battery site following the MRI and noticed it had been getting worse overtime. Rep stated the pt reported the battery felt like it shifted after MRI. The pt was redirected to their healthcare provider (hcp) to further address the issue. Pt mentioned they have an appointment with their new surgeon, this coming wednesday because they have had other issues where the "wound where they put the paddles" hasn't closed up and they had to open them up because there were herniations.